Event description:
It was reported that the patient experienced a shocking sensation when he turned the stimulator on. The patient stated that the device came on at 100% power, but that it should gradually increase stimulation. It was noted that the patient was at 10.5 amps and the other zone was at 7.0 and 8.0 amps. The patient stated that if the stimulation was increased to higher than 8.0 amps, he could barely walk because the stimulation was too strong. It was further noted that when the patient turned the stimulation down before he turned it on it 'randomly caused pain.' The patient was unsure of any environmental exposure when he was shocked upon start-up of the device. It was further noted that the patient was unable to adjust the stimulation of his device because a key was stuck at start-up. It was noted that the patient saw the 'call your doctor' icon and the 006 code on the display of the patient programmer. It was further noted that this occurrence started out 'on and off,' but had become more consistent over the past month until the patient was not able to use the programmer. The patient stated that he was having issues turning the device on and off. The patient was asked to firmly press each button and this resolved the issue with the patient programmer. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension.